Event description:
The customer reported that the pic ix central monitor failed to annunciate audible alarms. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The philips remote service engineer (rse) confirmed the event. The rse spoke to the biomedical engineer who stated they swapped the cables and the sound resumed. The cause of the event was the cables not being in the correct port. The issue was resolved by the customer who swapped the cables. The device remained on site.